Manufacturer narrative:
One used device was returned for evaluation. A review of the device history record found no exception documents. The complaint database was reviewed and no similar complaints for this lot number were found. The user did not indicate if this was the initial use of the device. The device was examined visually and under magnification. The complaint was confirmed. The tip of the catheter was separated from the body tubing at the fuse zone. There was evidence of good melt flow at the fuse zone. The tip tubing was elongated approximately 1.5cm directly distal to the break. The edges of the break were very jagged indicating excessive force was applied causing the tubing to break. There was a longitudinal hole in the tip tubing approximately 5mm in length about 2cm from the distal end of the tip. In-process inspection records indicate the samples met or exceeded inspection and force load acceptance criteria for this lot. Merit was unable to determine an exact root cause for the damaged device.

Event description:
The user reported the tip of the catheter separated from the main body while removing the catheter during a lower left extremity atherectomy procedure. This happened during a routine catheter exchange. They used a snare to retrieve the tip. The procedure was completed without further incident. No additional harm or injury reported.